Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt levels. At time the time of revision surgery there was increased fluid and inflammatory tissue reported.